Event description:
Customer reported he was hospitalized twice due to diabetes and was unable to use the blood glucose monitor because it was not functioning correctly. He was held at the hospital for a few hours and treated with insulin. Customer did not provide details regarding the device functioning leading up to the adverse event. Four attempts were made to follow-up with the customer, and these were not successful. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.